Manufacturer narrative:
Batch review performed on 05 february 2019. Lot 181574: (B)(4) items manufactured and released on 28 june 2018. Expiration date: 2023-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months after primary the surgeon revised the patient knee for infection. I&d and insert swap performed successfully.